Manufacturer narrative:
Nuvasive reference (B)(4). The event was reported initially as a post-operative event, but was later determined by the surgeon to have occurred in the initial surgery and the issue was not detected. It is unclear if intra-operative films were reviewed to ensure the integrity of the construct prior to closure of the operative site. Review of the explanted product noted the physical findings confirmed the reported event occurred during initial surgery. Labeling review notes the following: "potential risks identified with the use of this device sys, which may require add'l surgery, include: fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Initial surgery at the l3 - l5 disc spaces occurred on or about (B)(6) 2012. Surgery included placement of interbody implants and pedicle screw placement. F/u films obtained (B)(6) 2012 noted the right inferior pedicle screw components had separated. There was no pt injury; however, the reason for the f/u films was to evaluate post-surgery pain.